Manufacturer narrative:
Section d10: device available for evaluation? Yes. Section d10: returned to manufacturer on: 12/10/2020. Section h3: device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in a specimen cup. A completed jjsv shipping guide was received as well. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. Which is consistent with a lens, that was handled during explant. Furthermore, a detached haptic was observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed, that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 model intraocular lens (iol) was explanted from patient's right eye in a secondary surgical procedure because of patient having blurry vision. The patient was doing well at the time of discharge. Additional details were received stating that there was no patient injury and no medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were required. The replacement lens used is of same model but different diopter. No further information provided.